Event description:
Case description: investigation result novopen 5, batch number: lvg2k54. The product was not returned for examination. Since last submission, the case has been updated with the following investigation results updated relevant fields updated in EU/ca tab b,c,d, g codes added narrative updated accordingly. Final manufacturer's comment: 05-may-2023: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary novopen 5, batch number: lvg2k54 the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The blood glucose was high. [Blood glucose increased]. The eyes were swollen. [Eye swelling]. Patient used the novopen 5, which was newly bought, the blood glucose was high [device malfunction]. Case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose was high.(blood glucose increased)" with an unspecified onset date, "the eyes were swollen.(swollen eyes)" with an unspecified onset date, "patient used the novopen 5, which was newly bought, the blood glucose was high(device malfunction)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", patient height, weight and body mass index were not mentioned. Current condition: type 2 diabetes mellitus. (Duration not mentioned). On unknown date patient used novopen 5 which was newly bought and experienced blood glucose high and the eyes were swollen, was hospitalized for 3 times (details of hospitalization not reported). Batch numbers: novopen 5: lvg2k54. Action taken to novopen 5 was not reported. The outcome for the event "the blood glucose was high.(blood glucose increased)" was not reported. The outcome for the event "the eyes were swollen.(swollen eyes)" was not reported. The outcome for the event "patient used the novopen 5, which was newly bought, the blood glucose was high(device malfunction)" was unknown. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Reporter comment: during this time, nn staff instructed the patient how to use novopen. The patient did not accept the hotline's explanation and the after-sales process of the pen. After the patient left, the hotline helped the staff of the drug store to test the pen. The medication came out normally, but the drug store thought they could not tell the patient that there was nothing wrong with the pen.